Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, partial disruption of the staple line was observed at the distal end on the underside of the stomach, and the staple line did not hold or opened up following the use of the two reloads. The procedure was extended by 5 minutes due to these issues. The surgeon performed staple line reinforcement via suturing with a barbed suture to address the disruption.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.